Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event - (B)(6) 2019. Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Date: unknown due to the date of the event being unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician incurred a pseudo aneurysm while utilizing the slender destination r2p sheath via a radial approach.